Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture and detachment occurred. The target lesion was located in a heavily calcified superficial femoral artery (sfa). A 3.0mm x 120mm x 150cm sterling¿ sl balloon catheter was advanced to predilate the lesion; however, the balloon ruptured upon inflation. The physician attempted to remove the balloon catheter and noted that the balloon had completely fractured and was left inside the patient. The physician was not able to retrieve the balloon from the patient. Eventually, a stent was deployed to hold the balloon against the artery wall. No patient complications were reported and the patient's status is stable.